Event description:
It was reported that near the end of a da vinci s hysterectomy procedure, a small black piece of the fenestrated bipolar forceps instrument broke off onto the patient's bowel. The fragment was immediately retrieved. The planned surgical procedure was completed with an instrument of the same type and no patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the yaw pulley to be missing a .15 inch by .08 inch piece opposite the conductor wire, allowing the grip to move within the pulley and have a larger range of motion in yaw. The conductor wire was found to be broken at the yaw pulley exit and detached from the grip connection. Electrical continuity failed. No other damage was found.